Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Both devices were returned for evaluation. Based on the evaluation of the returned device, six legs and five arms were present. The arm was detached near the apex, and approximately 1.9mm of the arm remains attached to the apex. Therefore, based on the evaluation of the returned device, one detached filter arm can be confirmed. Based on the evaluation of the other returned device, six legs and five arms were present. One arm was detached near the apex. Therefore, based on the evaluation of the returned device, the investigation can be confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl950j vena cava filter allegedly detached. The limb was successfully removed. There was no reported patient injury. This information was received from various sources. One patient was a (B)(6) year old female who weighed (B)(6). The other patient was a female, age and weight were not provided.